Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01340. It was reported the patient's scs stimulation is no longer covering his targeted pain area. A sjm representative met with the patient and a system diagnostics showed one of the leads had high impedances. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01340. Additional information received identified the patient's scs leads were explanted and replaced with two new leads. Effective stimulation therapy was reportedly restored postoperative.